Manufacturer narrative:
The valve was received submerged in a sterile saltwater solution in a plastic container. A visual inspection was performed and there were scratches and bloody residue in the outer casing of the valve. The progav valve housing was measured to confirm the presence of a deformation. The housing deformation measured at 0.046 mm, outside the tolerance of 0 +/- 0.02mm. A permeability test showed that the valve was permeable. The valve was tested and was adjusted to all specified pressures. The brake functionality test showed that the brake function was fully operational and the braking force was within the given tolerances. To test the opening pressure, we used a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve operated within the accepted tolerance. Based on investigation results, underdrainage could not be confirmed. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative that "there was under-drainage."